Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient complication occurred. A 3 mm x 6 cm interlock¿ was selected for use. However, it was noted that the coil detached inside a .021 non bsc catheter. In addition, gastrointestinal bleed occurred. No further patient complications reported.